Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event on or about (B)(6) 2008. The plaintiff's attorney also alleged, the plaintiff never recovered and remained hospitalized until his death on (B)(6) 2008 caused by the exposure to naturalyte and/or granuflo administered to the plaintiff for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.